Event description:
It was reported that the patient, "had a trident hemispherical right hip replacement surgery in 2006." It is further reported that, "in 2007, the patient underwent revision of the right hip."

Manufacturer narrative:
The information of this per was provided by stryker orthopaedics legal affairs department. No additional information is available at this time. As per the information received, the devices are not available at the time of the per, due to the ongoing litigation. Additional follow-up and information may be obtained by the legal affairs department as it becomes available.